Manufacturer narrative:
This is a rare event. It does not cause a leak, since the white catheter is just a loose cover over the inflation tube. The white catheter is a soft silicone that is shaped so that the internal inflation tube is positioned properly. It has no other function and need not be replaced.

Event description:
Routine adjustment. Noted adjustment tubing appears to be split. No leak currently. Was placed in (B)(6) 2024. Adjustment complete. Patient given instructions regarding signs of balloon leaks.

Manufacturer narrative:
This is a rare event. It does not cause a leak, since the white catheter is just a loose cover over the inflation tube. The white catheter is a soft silicone that is shaped so that the internal inflation tube is positioned properly. It has no other function and need not be replaced.

Event description:
Routine adjustment. Noted adjustment tubing appears to be split. No leak currently. Was placed in (B)(6) 2024. Adjustment complete. Patient given instructions regarding signs of balloon leaks.

Manufacturer narrative:
This is a rare event. It does not cause a leak, since the white catheter is just a loose cover over the inflation tube. The white catheter is a soft silicone that is shaped so that the internal inflation tube is positioned properly. It has no other function and need not be replaced.

Event description:
Routine adjustment. Noted adjustment tubing appears to be split. No leak currently. Was placed in (B)(6) 2024. Adjustment complete. Patient given instructions regarding signs of balloon leaks.